Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device was received in pieces. It was determined that the cause of this condition was due to loctite degradation. The assignable root cause was determined to be component damage due to wear from normal use and repeated sterilization over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device started to come apart when the device was being taken out of the bone in reverse. It was reported that the event occurred during a saw bone demonstration and was never used in a surgical setting with a live patient. During in-house engineering evaluation it was found that the device was received in pieces. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.